Manufacturer narrative:
(B)(4). Batch # t5c587. Investigation summary: the analysis results found that one plee60a device was returned with the anvil bent upwards and with a gst60g cartridge reload loaded on the device. The cartridge reload was received fully fired. No functional test was performed due the condition. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # t5c587. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Event description:
After firing few staplers it was noticed that the jaws were no longer approximate, there was a gap between the anvil jaw and cartridge jaw and it was difficult to introduce the stapler via the trocar. A new plee60a was opened. Buttressing was used on both the sides.